Event description:
It was reported that a dexcom g7 sensor failed to pair while the user¿s ilet pump battery was very low; the user was advised to charge and restart the pump and to use the magnet pairing method, and blood glucose was not affected. Symptoms included no clinical effects. Outcomes included no impact on daily activities and no medical intervention. Investigation included user counseling and troubleshooting focused on device power status and sensor pairing workflow. Investigation of this case revealed a pairing failure associated with low pump battery and unresolved pairing at the time of advice, consistent with a sensor-to-pump communication issue. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction and device communication compatibility under low-power conditions. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.